Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found no visible damage to lens. (B)(4).

Manufacturer narrative:
Patient information - unk. Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.0 into the patient's left eye (os), the lens tore/broke. This occurred on (B)(6) 2020. Intraoperatively, the lens was removed and replaced with an alternate lens. Reportedly, no patient injury occurred and the cause of the event is unknown. The problem was resolved.